Event description:
Litigation alleges that the patient suffers from discomfort, pain, a limp, and elevated levels of cobalt chromium. It is also alleged that the patient suffers from loosening of the left side.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Update: 8/16/2013 pfs was received from legal, medical records were received from legal. Records indicate that the patient was revised on the left hip because of pain, elevated ion levels, and corrosion. There was a crack at the primary surgery which was left alone and did not factor into the reasons for revision. The right hip has not been revised but the patient also received a small crack at the primary but did not cause a serious injury. Records are available for further review. Bilateral- (B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code ux9m21003. A review of the device history records for lot codes 1091329, 1122819, 1125687 and 1122211 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis.